Event description:
It was reported that caller experienced damaged cartridges over past few days and months, with damage located on cartridge shroud, and one damaged cartridge was not loaded onto pump or used for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and cartridge was unavailable for return, with caller acknowledging and understanding resolution.